Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, first operation at (B)(6) in 2017. Visited (B)(6) on suspicion of infection. It will be removed for infection on (B)(6) 2020 and (B)(6) 2021. During the operation on (B)(6) 2021, his tibial base was clearly damaged when removed. Physician's findings: since there are no findings of metallosis, it is unlikely that the implant had been damaged first, but I am worried that the implant may be easily damaged. Reporter's findings and response status; it seems that the scaffolding was lost due to the influence of the infection and it was damaged. However, because there are many related facilities, we would like to confirm that the implant meets our safety standards. (B)(6). Additional information received on 02/05/2021 from reliability engineer: adding new products to the group with its corresponding codes.